Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
The device was evaluated and section h codes have been updated.

Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.